Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, time: 5:30 am, inratio: 5.6. Date: (B)(6)2010, time: 12-1 pm, lab: 2.2. Pt tested when she returned home on (B)(6)2010, using a different strip lot (#225433), and obtained the following result: inratio: 3.9.